Event description:
It was reported that device was alarming with no display during testing. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Updated one infusion pump was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to be in good condition. The event history log wasn?t reviewed as it wasn?t found on the device. Functional testing was not performed due to a faulty mp board. The reported problem was duplicated. Batteries were installed and the device alarmed but there was no display image. Downloaded pmu software to device and now the device powers up and there is display information. Downloaded final software and now monitor alarms with no display image again. The faulty mp board was replaced as it was the cause of the problem. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.